Event description:
On 07/06: customer reports via phone female ER patient having a CT abd/pelvis for pain. IV access was the right hand with a 20ga access device. Customer does not know if there was a needleless device between the IV access device and the coiled tubing connected to the injector syringe. Customer does not know the injection protocol, but states approx 100ml visipaque contrast media infiltrated into the right hand. Patient did not express any pain of discomfort. Warm compress was applied, scan finished without IV contrast and patient returned to the ER. Customer indicates the patient was not admitted to the hospital, but a plastic surgeon consultation was sought. Customer indicates the patient was followed for 2 days and patient is doing fine. No further information available.

Manufacturer narrative:
Field service engineer completed verification of system operation using injector checklist. The injector system is functioning properly per manufacture's specifications. System returned to full service by the customer.